Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a calcified and severely tortuous proximal to mid right coronary artery (rca). The lesion was predilated and a taxus express2 2.5x20mm stent was implanted in the distal portion of the mid rca. Next a taxus express2 3.0x28mm drug eluting stent was advanced to the lesion, but was unable to cross. Once the device was removed, it was noted that a stent strut was raised. The procedure was completed with poba with a non-bsc balloon and two more taxus express2 stents. No patient complications occurred. Patient status is satisfactory.